Manufacturer narrative:
(B)(4).

Event description:
The pt began to reject the deep brain stimulator at the pocket site after implant. There was no reaction along the extension or leads. The implantable neurostimulator eroded out of the pocket. The pt was hospitalized; prophylactic antibiotics were started. No allergic kit or histologic tests were done with this pt. The risk of infection was too high due to the open wound over the deep brain stimulator. The implantable neurostimulator and extensions were explanted. The leads remained in situ. The pt was ok after explant.